Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio-control, therefore service (and parts) are not available. Physio recommended that the device be permanently removed from service and that a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would lock up immediately after completing the power on self-test. The customer further advised that the only way to get the device power off is to remove the battery. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.